Event description:
Baxter great britain reported an incident of an electric shock at the facility. Reportedly, the incident was related to the "failure of the manis connector." "The nurse attempted to remove the manis connector from the back of the pump. Due to the connector failure half of the outer covering of the connector became detached. This exposed the live, neutral and earth contacts on the end of the lead which made contact with the pt's arm." The pt was reported to require "e45 cream" to be applied to the affected skin to reduce burning sensation. The on call physician was notified. The pt was reassured and observed. No additional info available.